Manufacturer narrative:
(B)(4). It is indicated that the device is not returning and there was no reported device malfunction. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Angina is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that one 3.0x15 xience prime stent was implanted in the predilated, proximal left anterior descending coronary artery on (B)(6) 2014. Almost one year later, (B)(6) 2015, the patient had recurrent unstable angina. The patient was hospitalized and given medication. Angiography was not performed. The condition resolved. No additional information was provided.